Manufacturer narrative:
Date of event: no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called to get MRI guidelines on their current system. In talking they mentioned that their first system quit working and they took it out. Technical services asked when it stopped working and the patient said they don't know. The doctor checked the stimulator several months before taking it out. The doctor wasn't getting a signal at first. Then used another device and got no signal at all. They don't know if the system died due to normal battery depletion or malfunction. The representative who worked with the patient said it should have lasted five years on what the patient had it set on. Documented reported event. No further action was taken by technical services.